Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient switched his system controller at home due to waking up to a dead battery and a system controller. No alarms or lights were present. Upon interrogation, nothing was seen.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.